Event description:
The manufacturer was notified on (B)(4) 2014 during the implant procedure of a mitroflow valve (model dla size 23, s/n (B)(4) ), as soon as the surgeon closed the aorta a tee was performed. The tee detected an aortic regurgitation, the mitroflow valve was explanted..

Manufacturer narrative:
The evaluation is still ongoing. No conclusion can be drawn at this time.

Manufacturer narrative:
Re-submitting this follow up report for this case as we have noticed that the follow up report was inadvertently submitted in the "test webtrader" instead of production environment. Please see the attached acknowledgement from test webtrader recieved in june. The results of device history record (DHR) review confirmed that this valve satisfied all material, visual, and performance standards required for a dla23 mitroflow aortic pericardial heart valve at the time of manufacture and release. The returned device was damaged likely due to the explant procedure, no asymmetry of the leaflet length was observed, and a simulation was performed without reproducing the reported event. The dla23 mitroflow heart valve prosthesis sn (B)(4) is characterized by kinematic and hydrodynamic behavior in normal conditions which are consistent with the requirements of en iso (B)(4). The testing is designed to reproduce peculiar hydraulic conditions in the heart during the weaning allowing a reproduction of the potential behavior occurring during the reported event. The hydrodynamic data at all flow conditions was consistent with normally functioning valve prosthesis and the observed kinematics could not lead to the observed valve behavior, specifically for aortic insufficiency in normal conditions. Based on experimental evaluation at hypertensive condition, the aortic insufficiency detected in the post-operative tee could be related to a low patient cardiac output after valve implant. The manufacturing records review and the experimental evaluation at physiological condition showed good functionality of the valve. -

Event description:
The manufacturer was notified on (B)(6) 2014 during the implant procedure of a mitroflow valve (model dla size 23, s/n (B)(4)), as soon as the surgeon closed the aorta a tee was perfomed. The tee detected an aortic regurgitation; the mitroflow valve was explanted due to aortic insufficiency.